Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she took the battery out of the insulin pump still morning because she was having surgery. Customer received a failed battery test alarm. Customer changed the battery and still got the alarm. Customer's last blood glucose was 130 mg/dl. Customer was unable to continue troubleshooting because she does not have another new battery. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap.